Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of death (nos) in a (B)(6)-old, female, pt, who used unspecified variants of super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. For over 50 years prior to reporting, the pt used "all the variants" of super poligrip. Beginning on an unk date, the pt began to experience loss of sensation in joints, fingers, hands, and feet, entire body aching, and chronic pain. She also became incoherent, disoriented, and could not speak. The pt also experienced "immaculate degeneration," neurological symptoms, and neurological disabilities. Use of super poligrip was discontinued. The reporter felt the events contributed to the pt's death in (B)(6) 2009. The pt was (B)(6) at the time of death, and the cause of death was not reported.